Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion area was located in a mildly calcified anastomosed graft side vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in vascular access intervention therapy. During the procedure, the graft was expanded from the venous anastomosis of the graft. However, during the sixth inflation at 10 atmospheres for 3 minutes, the balloon ruptured. The device was completely removed from the patient's body by the normal method. The procedure was completed with another of the same device. No complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
E1. Initial reporter city: (b)(). D4 lot number: updated to 0026293683. D4 expiration date: updated to 11/03/2022. D4 UDI: updated to (B)(4).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion area was located in a mildly calcified anastomosed graft side vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in vascular access intervention therapy. During the procedure, the graft was expanded from the venous anastomosis of the graft. However during the sixth inflation at 10 atmospheres for 3 minutes, the balloon ruptured. The device was completely removed from the patient's body by the normal method. The procedure was completed with another of the same device. No complications reported and the patient was stable post procedure.

Manufacturer narrative:
(B)(6). Lot number: reported lot number (26292683) does not populate.

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion area was located in a mildly calcified anastomosed graft side vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in vascular access intervention therapy. During the procedure, the graft was expanded from the venous anastomosis of the graft. However during the sixth inflation at 10 atmospheres for 3 minutes, the balloon ruptured. The device was completely removed from the patient's body by the normal method. The procedure was completed with another of the same device. No complications reported and the patient was stable post procedure.